Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a broken battery cap. The customer stated that it took her all day to take the cap off. The customer stated that there is no damage to the pump. Customer's blood glucose was 450 mg/dl. The customer stated that she has problem controlling her morning blood glucose so temporarily she is on steroid medication that has increase her blood glucose. Customer declined to troubleshoot stating she ahs a plan with her nurse. The customer was advised that we will ship a replacement battery cap.